Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia detected in the ventricular tachycardia (vt) zone. The device delivered eight bursts of anti-tachycardia pacing (atp) that exhausted therapy. The ventricular (v) rate started at 144 beats per minute (bpm), after the first burst of atp the rate went to 160 bpm in the right atrium (ra) and right ventricle (rv). After the second round of atp, the rate increased to 203 bpm in the ra and 202 bpm in the rv. The physician manually delivered atp that was unsuccessful and external shock therapy was delivered to convert the rhythm. After the shock therapy, the rate dropped, but the ra rate is 94 bpm, and the rv is 176 bpm. It was noted the vt zone only had anti-tachycardia pacing (atp) programmed and it was suspected the patient had slow vt due to their flecainide medication. The patient was admitted to the hospital and had a vt ablation performed along with reprogramming the device. The device was reprogrammed, vt 125 with shocks and no rhythm discriminators. The patient is currently in good condition and the patient's rhythm does not appear to be supraventricular tachycardia (svt) post shock. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information received advised the patient suspects they possibly had another event. The physician advised there are no current electrograms (egms) showing a no therapy episode. It was noted the patient had a non-related device procedure and the ICD recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services (ts) provided troubleshooting and the device optimization recommendations. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia detected in the ventricular tachycardia (vt) zone. The device delivered eight bursts of anti-tachycardia pacing (atp) that exhausted therapy. The ventricular (v) rate started at 144 beats per minute (bpm), after the first burst of atp the rate went to 160 bpm in the right atrium (ra) and right ventricle (rv). After the second round of atp, the rate increased to 203 bpm in the ra and 202 bpm in the rv. The physician manually delivered atp that was unsuccessful and external shock therapy was delivered to convert the rhythm. After the shock therapy, the rate dropped, but the ra rate is 94 bpm, and the rv is 176 bpm. It was noted the vt zone only had anti-tachycardia pacing (atp) programmed and it was suspected the patient had slow vt due to their flecainide medication. The patient was admitted to the hospital and had a vt ablation performed along with reprogramming the device. The device was reprogrammed, vt 125 with shocks and no rhythm discriminators. The patient is currently in good condition and the patient's rhythm does not appear to be supraventricular tachycardia (svt) post shock. At this time, the device remains in service. No additional adverse patient effects were reported.